Event description:
Reportedly, during patient use, a 'high fio2' alarm occurred. An oxygen sensor calibration was performed but the fio2 display was unstable. The sensor was replaced to resolve the issue. There was no medical intervention or adverse patient effects reported.

Manufacturer narrative:
(B)(4).